Manufacturer narrative:
An investigation will be conducted once we receive the complaint device. A follow up report will e provided.

Event description:
Reporter reported that the gas outlet of neopuff infant resuscitator was broken. No pt consequence was reported.